Event description:
It was reported that the patient with this pacemaker device had wenckebach and was athletic. Boston scientific representative called in for rate response and for adjusting sensitivity. Technical services (ts) reviewed the settings to see that the patient was intermittently blocking. Ts recommended to have device settings checked. This device remains in service. No adverse patient effects were reported.